Event description:
Customer reported a burnt smell on device and connectors are damaged and black. Customer stated cleaning device with 70 % alcohol. No treatment. A request was made for return product and replacement product was sent.